Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a change in mental status. Computerized tomography (CT) revealed acute parenchymal hematoma with associated left side hemiparesis. Progressive cts showed worsening hematoma. It was also found that the patient had serratia bacteremia inside of chest wall and left breast abscesses. The patient had positive blood and wound cultures. The patient was treated for infection and had stabilization of blood pressure with pressors. It was also reported that the patient experienced atrial fibrillation with rapid ventricular response requiring amiodarone. No thrombus was seen. It was suspected that the patient was likely to have experienced a mycotic aneurysm as the infection was quite severe at time of presentation with high white blood cell counts. Care was withdrawn and the patient subsequently passed away. No autopsy will be performed and the ventricular assist device (vad) remains implanted in the patient.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient expired after experiencing driveline infection, fever, acute parenchymal hematoma, atrial fibrillation and a mycotic aneurysm. Log file analysis revealed intermittent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. As a result, the reported event was confirmed. Based on the information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high power may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, respiratory dysfunction, infection, neurological dysfunction, cardiac arrhythmia, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced a driveline infection, low-grade fever, and respiratory symptoms. The infection was associated with the external driveline and the pump related to the ventricular assist device. The patient received intravenous antibiotics as treatment, and a respiratory panel was conducted, which returned negative results. The patient had been on chronic suppressive dual antibiotics therapy since (B)(6) 2024. The power consumption of the ventricular assist device was slightly higher than the normal operating range, prompting monitoring for a possible thrombus. The patient was admitted to the ER for worsening driveline infection and started on intravenous antibiotics.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.